Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved with this event is paradigm real-time veo insulin infusion pump, which is not marketed in the u.s. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the u.s.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. No unexpected battery alarms were noted. However, the battery tube was found with corrosion. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.

Event description:
It was reported that the battery on the insulin pump has been alarming low battery, weak battery and bad battery after battery changes. It was stated that the customer received a battery cap in (B)(6) and problem persists. Battery is only lasting a couple of days. Customer is not able to secure cap more than two half turns. Contacts are not corroded or discolored. Blood glucose value was 4.7 mmol/l. Nothing further reported.